Event description:
Customer reported that the test strips for their medisense optium blood glucose meter had expired, and because of this they have been unable to test for approximately one month and a half. Customer reported first having the meter in 2007. The test strips reported expired in 2006. The customer reported that they have developed oral thrush, a yeast infection, pain in her legs, blurred vision, and also reported sleeping for 24 hours, uninterrupted. Approx two months later, the customer reported experiencing a seizure, and then reported to have lost consciousness. Customer reported talking to a nurse over the phone, but not being treated at a health care facility. Customer was diagnosed with hyperglycemia.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.